Event description:
A nurse indicated that the equipment displayed a sys message during the procedure (aspiration). The cassette was exchanged and the procedure was completed. There was no harm to the pt. The investigation is in progress. A sample is expected to be returned for evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The investigation is in process. A sample is expected, but has not yet been received for evaluation. (B)(4).